Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced cloudy effluent along with symptoms of abdominal pain. The source of the event was not reported. It was not reported if the patient was hospitalized. The patient was treated with claforan (0.5g/bag and 1g during the last exchange). At the time of this report, the patient was not recovered from the events. It was not reported if pd therapy was ongoing. Additional information was not available.